Event description:
It was reported that the patient presented remotely via merlin.net. The device was noted to be in backup vvi. A device restoration was completed successfully. The patient was stable.

Manufacturer narrative:
Initial reporter name and address: (B)(6).